Manufacturer narrative:
Conclusion/analysis: following performance testing and calibration of the subject mr850 humidifier and accessories used in the hospital's set-up, each of the devices was found to be operating correctly. According to our test results, both the humidifier's alarm and temperature/flow probe were found to be fully operational in the complaint devices. If the temperature of the inspiratory gas had exceeded 41 degrees celsius, the humidifier would have alarmed and immediately stopped its heater plate function. It is possible that the temperature observed as per the event description referred to the temperature of the gas leaving the humidification chamber as measured by the 'chamber' probe and distal to the pt. This temperature display is activated by the user pushing and holding down the mute button on the humidifier. This is possible as no audible alarm was reported to have been issued by the humidifier. At the relatively low flow rate of 2 l/min as applied in this particular set-up, the heated gas is likely to have cooled down to an acceptable temperature as it passed through the length of the breathing circuit before entering the pt's airway. To date, fph has not received any reports of similar incidents involving the subject devices. This is the first and only complaint that we have received for this type of event.

Event description:
On (B)(6)2009, during the application of 42% oxygen to an infant pt in a set-up involving the mr850 humidifier ('the humidifier'), rt329 infant continuous flow breathing circuit ('the breathing circuit') and mr290 humidification chamber ('the humidification chamber'), the pt's oxygen saturation level was observed to drop from a target saturation level of 91% to 88/89% over a few mins. Simultaneously, a nurse noticed that the temperature display on the humidifier had dropped to 24/25 degrees celsius. The nurse checked the equipment set-up whereupon the pt's mother who was present at the time of the incident noticed that the temperature/flow probe ('the probe') at the end closet to the humidification chamber had become dislodged. When the probe had been wiped and reinserted into the breathing circuit port, the pt's mother observed that the temperature as displayed on the humidifier then read 47/48 degrees celsius. Medical staff could not verify that particular temperature reading as they did not observe the humidifier's display at the time. The humidification chamber was subsequently removed from the heater plate of the humidifier. The temperature reading returned to its set range after approx 5 mins. The pt was then reconnected to the set-up. The pt's mother was concerned that thermal injury to the pt could have resulted from the delivery of ventilatory gas to the pt's airway at a temperature that was above its set range. Fph inquired as to the pt's status, whether the pt sustained an injury and whether medical intervention was necessary. Fph was informed that no pt consequence resulted from the incident and medical intervention was not required.